Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; and oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to a high impedance condition. Please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited variable right atrial (ra) impedance measurements, but none were out of range. The ra noise appeared to be consistent with respiratory rate trend (rrt) oversensing, but the noise was not oversensed. Technical services (ts) discussed troubleshooting and programming options with the health care professional (hcp). Additional information was received which reported that the noise was later being oversensed. The device was reprogrammed to mitigate this. No adverse patient effects were reported. The device remains in service.